Manufacturer narrative:
H7 and h9 fields are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case assembly due to a stuck key error. A review of the device history record showed the device had a manufacture date of 06/06/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure (B)(4) for out of specification/ won't polo, which does not correlate to the customers reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - stuck key. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA 1120033 pcu unresponsive keys.

Event description:
It was reported that the device will not stop alarming. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device will not stop alarming. No additional information was provided. There was no patient involvement.